Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. It was noted that it's possible the cuff was too large. The aus was explanted. There were no additional patient complications.